Event description:
Adverse patient event involving a bougie tip (used for intubation) that broke inside of patient, lodged in lung, required bronchoscopy at bedside with prolonged intensive care and hospitalization. Original medwatch report submitted by (B)(6) medical center on (B)(6) 2014. The hospital personnel confirmed that the lot number was reported incorrectly. It is prn05-3445.